Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had low blood glucose levels. The customer's blood glucose reading was 35 mg/dl. The customer treated with glucose tablets. The customer declined to troubleshoot and no further details were obtained.